Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal conductor was extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of one lead could not be extended. The lead was not used, and another lead was implanted. A left ventricular lead was attempted but had "not good" parameters once placed and after repositioning multiple times. The lead was not used, and a different model left ventricular lead was implanted. No patient complications have been reported as a result of this event.